Manufacturer narrative:
(B)(4).

Event description:
Procedure type: bullectomy. According to the reporter: the instrument did close correctly, firing went well, but then the instrument would not open and they had to cut it out with a scalpel. The procedure was converted to an open procedure. Current pt status: good.